Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported issue that the device was reprocessed in oer-aw with non-olympus water filter could not be determined, however, it is believed that the facility reprocessing understanding differed from olympus recommendation in device handling and reprocessing steps. The event can be detected/prevented by following the instructions for use which state: endoscope reprocessor oer-aw operation manual. ¿use this equipment in combination with ancillary equipment listed in ¿system chart¿ in appendix. Using incompatible equipment may result in patient or operator injury and equipment damage and/or malfunction¿. ¿olympus has not tested the efficacy of cleaning and high-level disinfection on this equipment in combination with endoscopes that are not listed on the ¿list of compatible endoscopes/connecting tubes¿. If a non-listed endoscope is reprocessed using this equipment, be sure to validate in advance that entire part of endoscope including internal channels can be effectively cleaned and high-level disinfected, and it can maintain the function of the endoscope without damage or degradation. Furthermore, verify this reprocess method is appropriate for the endoscope¿. Appendix designates water filter(maj-824). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite bronchovideoscope was reprocessed with an oer-aw using a non-olympus water filter. It was noted that tubercular bacillus was detected after a culture test was performed on the leak test water and detergent nozzle. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The endoscope was reprocessed normally with no further issue detected, and the cleaning, disinfection, and sterilization (cds) process was not obtained from the customer. A supplemental report will be submitted if any additional information is provided by the user facility.